Manufacturer narrative:
The prograsp forceps instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. A review of the instrument log for the prograsp forceps instrument (part#471093-11/lot# k13211213 0415) associated with this event has been performed. Per logs, the prograsp forceps instrument was last used on (B)(6)2022. Review of the provided image of the prograsp forceps instrument is consistent with the alleged complaint that the instrument clevis pin was found broken (dislodged). The root cause of the failure mode cannot be confirmed without the returned device. This complaint is being reported based on the following conclusion: it was reported that the prograsp forceps instrument's pin was found damaged. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, the pin at the jaws of the prograsp forceps instrument was found broken. A similar backup instrument was used to proceed with the case. No fragment fell inside the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the prograsp forceps instrument was inspected prior to use and no abnormalities were observed. The prograsp forceps instrument did not collide with another instrument or tool during the procedure.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, and h3. Product evaluation information can be found in the following fields: h6 and h10. Intuitive surgical, inc. (Isi) received the prograsp forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation could not replicate nor confirm the customer reported complaint. The instrument was placed and driven on an in-house system, passed the recognition and engagement tests, moved intuitively with a full range of motion in all directions, and the grips opened and closed properly. The instrument passed the grip bumper test. Upon visual inspection, there were no obvious observed damages to the pins towards the distal end of the instrument. The instrument was fully functional and no product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues. Additional observation not reported by site was the instrument was found to have a frayed grip cable at the distal end. The frayed cable strands slightly stuck out at the wrist. Common causes of the failure mode are attributed to a component failure. Cable breakage, whether partial or full, may be attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing.